Event description:
The rptr feels that there should be a better way to know whether or not a pt's monitoring system is working. The rptr was instructing a pt on testing. She ran the control solution three times and none of the results fell within the appropriate range. The control solution had been opened within the last three weeks and was not outdated.